Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient alleges pump is not delivering insulin for the past year. Patient reported experiencing elevated blood glucose readings in the 300-500 mg/dl; pump "lost" prime. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.